Manufacturer narrative:
The device history record (DHR) for lot: 2417612464 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no sample returned for evaluation, therefore the affected device could not be evaluated to confirm the reported condition. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the pvc urethral catheter 8 fr catheter was bent around in package so the catheter was unable to used due to needing a straight tip.